Event description:
The patient was admitted to the ER for pain at the pocket and lead incision sites. The patient's system was explanted due to a seroma located at the midline incision site. The patient is being treated with cipro.